Event description:
It was reported that the pump had an error code 41622 during testing. It was observed during inspection of a returned pump that camshaft flex sensor was defective. If this failure mode occurs during infusion, it will interrupt therapy which may affect the patient health.

Manufacturer narrative:
The suspected device was returned for evaluation. Event log reviewed and reported failure mode was observed in event logs history. There was no 12-month service history during the review. Functional test had been performed and customer reported error code 41622 was confirmed. Problem was resolved after replacing the camshaft flex sensor. The probable cause of the reported issue was defective camshaft flex sensor. The device passed all functional testing after repair.